Manufacturer narrative:
This lead was explanted on (B)(6) 2019. Additionally, the patient dob was updated. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. Particularly the insulation was rubbed through in the distal part of the lead. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had an impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The visual inspection revealed that the distal ring electrode of the atrial dipole was partly pulled out of the ring electrode, which resulted most likely from tensile forces applied during the explantation procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019. We've updated the patients dob. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead is showing noise. Patient is scheduled to have a new lead implanted on (B)(6) 2019, and this lead will be capped. No adverse patient events were reported. Should additional information become available, this file will be updated.